Event description:
Pt had a snowboard injury around 1/01 whereby pt sustained a c5-c6 ligamentous disruption that required surgical intervention and stabilization. Pt had a figure-of-eight wiring with songer cables. They were always neurologically intact before and after the procedure. The pt was sent home in a soft collar with instructions to wear the collar at all times and to avoid any heavy lifting or bending. The pt was doing well until they reached over into a trash basket looking for "lost homework". The pt heard a snap in their neck and was neurologically always intact by x-rays in the office 6 days later showed that they had broken the cable between c5 and c5 and they lost fixation. Pt was admitted to hospital for a second surgical intervention fixation and stabilization.